Manufacturer narrative:
(B)(4).

Event description:
It was reported that pump event logs confirmed that a motor stall occurred with no motor stall recovery. Logs indicated that the motor stall occurred on (B)(6) 2015 at 16:38. The cause of the stall was not determined. There was not more than one stall in the event logs. The reporter confirmed that the pump had been audibly alarming. The patient did not have withdrawal symptoms but did have excruciating pain. The motor stall time was consistent with the time when the patient experienced a fall. The patient did not fall on the pump itself. However, the reporter did not have further details pertaining to the fall. The fall occurred at about the same time that the issues started. A possible pump replacement had already been discussed. It was noted that, at the time of this report, the estimated elective replacement indicator (eri) was in 37 months and the current reservoir volume displayed was 11.2ml. On (B)(6) 2015, MRI compatibility guidelines were requested. As of the same date, the patient was hospitalized. The patient went to the healthcare provider (hcp) by ambulance. No further troubleshooting, interventions, or other actions were taken to resolve the event. The device system was used to deliver morphine 10mg/ml at 1.103mg/day. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received the manufacturer representative (rep) surveyed the motor/battery and the issue had been resolved. The patient recovered without permanent impairment. The pump was being used to deliver morphine and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to gear-pinion.

Event description:
Additional information received reported the pump was explanted and would be sent back on the date of this report. During the case, the existing catheter was patent and connected to the new pump. The newly placed pump contained saline and the pump was sent to minimum rate. It was noted the patient left the operating room (or) in satisfactory condition. According to the event logs provided a motor stall occurred on (B)(6) 2015 at 17:28 and on (B)(6) 2015 at 14:45 ¿stopped pump period may exceed tube set¿ message occurred. That motor stall recovered on (B)(6) 2015 at 23:09. Another motor stall occurred on (B)(6) 2015 at 06:54. The pump was interrogated again on (B)(6) 2015 and the motor had reached tube set, but had not recovered. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).